Event description:
It was reported that during a total gastrectomy procedure, the tissue pad fell out. There were no adverse consequences to the patient. It was not reported how the procedure was completed. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.